Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, olympus confirmed a stain in the light guide lens. The stain could not be identified. Foreign material could not be removed by reprocessing because the material adhered to a location other than outer surface of the device. The probable root cause was the light guide lens glue peeled off by physical stress such as hitting/dropping distal end, and/or chemical stress from chemical solutions, or the like. As a result, humidity invaded light guide lens which led to the corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected by following the instructions for use: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited stain inside the light guide lens. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.